Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the upper jaw on the regeneten delivery system broke after deployment. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device finds the device returned with the distal end of the insertion shaft broken. The flexible leaves are fractured away. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a rotator cuff tendon, the upper jaw on the regeneten delivery system broke after deployment. The pieces were removed from the patient using a grasper. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.